Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. The reporter stated that the battery compartment was cracked and that there was moisture/corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/26/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/07/2015 with the following findings: review of the black box data did not reveal any records of ¿power on reset¿. The returned battery cap was evaluated and found to be within the required specifications and was able to be secured properly to the pump and maintain electrical connection for investigation. On investigation, the pump powered on with auditory tone and vibration; however, the display screen remained blank. Complete evaluation of the pump was not possible due to the blank display screen. On examination, the battery compartment was noted to be cracked above and below the bumper pad and there was moisture corrosion observed inside the battery compartment. A leak test revealed moisture leakage at the battery compartment cracks. The pump case was removed for further investigation and revealed moisture corrosion inside the pump on various areas of the printed circuit board, the display wiring and connector and the support bracket. Investigation was not able to adequately investigate the allegation of ¿no power¿ due to moisture damage and resulting blank display screen.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.